Event description:
The plaintiff's atty alleged that the decedent experienced a sudden cardiac event on or about (B)(6) 2012 and subsequently expired on (B)(6) 2012 after use of the product.

Manufacturer narrative:
This is one event for the same pt involving two separate products.